Event description:
A caller reports that he was wearing latex surgical gloves while doing a procedure of a pt with hepatitis c. After the procedure, he states that he removed the gloves and found blood on his thumb. He states that he did not notice a hole in the glove prior to the procedure.